Manufacturer narrative:
Physio-control later confirmed that the customer, a biomedical engineer, replaced the device's therapy connector assembly in order to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): physio-control provided the customer, a biomedical engineer, with technical assistance.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a therapy cable was connected. As a result, defibrillation therapy was not possible. There was not patient use associated with the reported event.